Manufacturer narrative:
(B)(4). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that after a day in use, a portex® clear pvc, oral/nasal, soft seal® cuff tracheal tube had an air leak. An emergency tracheostomy tube change was performed. After the event, the patient was reported to be in "normal" condition. No permanent injury was reported.